Manufacturer narrative:
Based on the provided description of the event, the observed pairing issue most probably resulted from an incorrect positioning of the sim card. - as normal functioning was restored following repositioning of the sim card, no anomaly is suspected on the subject smartview connect. - this case is recorded for trending purposes.

Event description:
Reportedly, the error message 'no network' was displayed after entering the serial number during a pairing attempt. Repositioning the sim card solved the issue.